Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized for hypoglycemia with a blood glucose level of 24 mg/dl. The customer started having low blood glucose levels on (B)(6) 2017 and had stopped breathing twice in some instances. The customer was treated with IV fluids and food. The customer stated that they will call back to troubleshoot the insulin pump. The insulin pump will not be returned for analysis.